Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. Customer's blood glucose (bg) was 240 mg/dl and customer went into diabetic ketoacidosis (dka). Customer administered insulin injections and consumed water to address elevated bg/dka. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.